Event description:
Catheter with port placed approx 8 days prior to event (3/17). Unable to infuse chemo 3/26. On x-ray, leak was discovered. Catheter fractured. Pt referred to another hosp for removal.